Manufacturer narrative:
An event of non-specific EKG changes and tachycardia were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported non-specific EKG changes and tachycardia could not be determined. Unexpected medical interventions were a result of case specific circumstances, as oxygen was administered and defibrillation was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: 1697.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an 9f amplatzer trevisio delivery system. Earlier in the procedure, while obtaining left atrial pressure measurements prior to device introduction after crossing the pfo, the manifold was noted to be cracked when an la pressure could not be obtained, and it did not produce a pressure reading; the same delivery system, which had come into contact with the patient, continued to be used despite this finding. The procedure was performed under conscious sedation. During subsequent device deployment, after a device size was selected and the device was prepped and advanced through the delivery sheath, which was believed to have been immediately connected to the sheath following removal of the dilator or guidewire, a possible air embolism was observed, at which time st depression was noted on the EKG and the patient reported feeling unusual. Although air was not directly visualized and the air embolus was not formally diagnosed, clinical findings included st depression and patient-reported uneasiness. The patient was administered oxygen (specific medications were not recalled) and later developed ventricular tachycardia, for which defibrillation was performed successfully. As the device had not been fully deployed, it was recaptured and the delivery system was removed from the body while the patient was stabilized. Once the EKG returned to the pre-procedure baseline, the device was re-prepared and redeployed, tested, and successfully released for implantation. The treating physician did not identify a specific contributing factor to the suspected air embolism.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an 9f amplatzer trevisio delivery system. Earlier in the procedure, while obtaining left atrial pressure measurements prior to device introduction after crossing the pfo, the manifold was noted to be cracked when an la pressure could not be obtained, and it did not produce a pressure reading; the same delivery system, which had come into contact with the patient, continued to be used despite this finding. The procedure was performed under conscious sedation. During subsequent device deployment, after a device size was selected and the device was prepped and advanced through the delivery sheath, which was believed to have been immediately connected to the sheath following removal of the dilator or guidewire, a possible air embolism was observed, at which time st depression was noted on the EKG and the patient reported feeling unusual. Although air was not directly visualized and the air embolus was not formally diagnosed, clinical findings included st depression and patient-reported uneasiness. The patient was administered oxygen (specific medications were not recalled) and later developed ventricular tachycardia, for which defibrillation was performed successfully. As the device had not been fully deployed, it was recaptured and the delivery system was removed from the body while the patient was stabilized. Once the EKG returned to the pre-procedure baseline, the device was re-prepared and redeployed, tested, and successfully released for implantation. The treating physician did not identify a specific contributing factor to the suspected air embolism.